Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima ureteral catheter was used in the bladder and ureter during ureteroscopy (urs) procedure performed on (B)(6)2020. According to the complainant, during the procedure, it was noted that the catheter was broken into two pieces while passing the device. Reportedly, the device was retrieved. The procedure was completed with another flexima ureteral catheter. There were no patient complications reported as a result of this event.